Manufacturer narrative:
Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that after a nurse had used a 21g x 0.75" bd vacutainer winged safety pbbcs with 12" tubing and luer adapter, he/she pushed the safety activation button and the needle failed to fully retract. The tip of the needle remained exposed and the nurse obtained a contaminated needle stick injury. The nurse followed up with occupational health, but the initial reporter declined to provide any additional information stating she could not release any details per her facility's patient privacy regulations.

Manufacturer narrative:
Additional information: the customer did not initially provide a lot # for this incident. On (B)(6) 2017, the customer returned samples for lot # 6183764. The information associated with this lot # is as follows: medical device lot #: 6183764. Medical device expiration date: 7/31/2018. Device manufacture date: 7/20/2016. Device evaluation: two unused samples were returned for evaluation. A visual inspection revealed they were in their original sealed packages. Each sample was removed from the packages and evaluated for IV needle retraction and lockout through draw testing using water as a test media and ten tubes per sample. The IV needle of each sample retracted into the barrel housing completely with no partial or non-retraction issues. A DHR review was not completed as the reported incident is a confirmed complaint and a CAPA has been initiated for potential needle stick injuries due to needle retraction failure. Conclusion: an absolute root cause for this incident cannot be determined as no defects were observed with the returned samples. However, CAPA (B)(4) has been initiated for needle retraction failure to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.